Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a post-reset ram crc error alarm from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the pump alarmed post-reset ram crc error after a new battery insertion. The customer stated that the pump was not stored in storage mode. The customer was advised that keeping the screen on for an extended period of time will deplete the aa battery and not give enough time for the battery to re-charge. The basal settings are retained. The customer was assisted with the reservoir and tubing process. The customer confirmed that the battery icon was green and fully charged as designed. The customer was advised to monitor the pump.